Event description:
It was reported a (B)(6) male patient ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that during an atrial fibrillation case, a pericardial effusion was noticed. On the last ablation pass, the physician felt a steam pop and minutes after that, there was a drop in blood pressure on the patient and the patient became tachycardic. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 500cc of fluid was removed. The patient stayed the weekend as it happened on a friday and was released the following week. The patient¿s other relevant history include convergent case/hybrid ablation. The patient had left atrial appendage (laa) clip which was close to ablation site. The patient was reported to be in stable condition. The patient fully recovered. The physician did not provide a causality opinion for the cause of this adverse event. It was reported that a steam pop was observed while ablating which caused the effusion. It is unknown if it is related to a product malfunction. A transseptal puncture was performed as part of the procedure. An irrigated catheter was used in the event and the flow setting was 17. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were: graph, dashboard, vector & visitag. Visitag module parameters for stability were set at: 2mm for 3 seconds, 25%/3g, 2mm tags. No additional filter was used with the visitag and the color option used prospectively was tag index.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).